Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, during the operation, the washer could not be penetrated. It was repeated it back four more times. After more than 40 minutes, the penetration was still unsuccessful. The patient's bleeding increased. Later, a thicker washer was reopened and the stroke was smooth enter. In surgery the insert cannot be implanted successfully. Although tried for about 40 minutes, it cannot be implanted. The bleeding phenomenon got worse. Surgeon had to change a thicker one and succeeded very easily.